Manufacturer narrative:
The reported event of measurement issue was not able to be confirmed during evaluation. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is plus or minus 0.3 c per hemosphere manual. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 mins. Without error. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistence was observed on eeprom data. Resistance value of thermal filament circuit was measured 39.89 ohms, which was in specification per drawing 597754 rev z. Specification is 37.26 plus or minus 3.64 ohms. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. Proximal and distal bonding site of thermal filament cover was torn and blood was observed inside of cover. The torn edges appeared to match up. No other visible damage or inconsistency was observed from catheter body, balloon and returned syringe. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 mins. Without leakage. Further evaluation regarding supplier related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that blood temperature of a swan ganz became unstable and indicated bt was lower than 35 degree celsius on the second day of use. Expected bt reading was around 37 degree celsius. On the third day of use, cardiac output and cardiac index became unable to be measured. No error message was displayed on the hemosphere monitor. The patient was not treated based on the incorrect bt value. The catheter was not replaced or reinserted as it was time to remove the catheter. Hemosphere monitor or the cable were not replaced. No other troubleshooting was performed either. The customer did not report any malfunction regarding the monitor or the cable. The sample of tracing was unavailable. There was no occlusion, leakage or kink noted in the catheter. It is unknown if the value was affected by the patient condition. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Lot number was previously unknown, but lot number was obtained via eeprom data. Device lot number is 64189735. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.